Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery via 5fr sheath using the preclose technique prior to a coiling and graft interventional procedure. Reportedly, when pushing the lever down, the foot of the proglide device failed to retract. Vessel damage occurred when the proglide was removed from the patient anatomy. A second proglide device was used; however, the sutures came out with the device. The sheath was upsized to 7fr then 14fr and the procedure was completed. Surgery fascial closure suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and being established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The foot retraction issue was not confirmed. The investigation determined the reported foot retraction issue, tissue damage and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.